Manufacturer narrative:
This report was initially submitted following notification from a customer in the united states regarding a false positive result for cefoxitin screen while testing a staphylococcus aureus atcc® 29213¿ qc strain using the vitek® 2 ast-gp67 test kit (reference # 22226, lot # 1321529403). A field service engineer (fse) went to the customer site and replaced the b side optics. The customer has had no additional issues since the optics were replaced. Vitek® 2 ast-gp67 lot 1321529403 met final qc release criteria and passed qc performance testing. Since the customer had experienced no further issues after the fse visit, due to time constraints, they declined to provide further information (patient strain, lab reports, troubleshooting information). No further investigation is possible.

Event description:
A customer in the united states notified biom¿rieux of obtaining a false positive result for cefoxitin screen while testing a (B)(6) atcc¿ 29213" qc strain using the vitek¿ 2 ast-gp67 test kit (reference #: (B)(4), lot #: 1321529403). The customer stated they do not repeat vitek 2 results if they get a false positive cefoxitin screen. Instead they confirm results using pcr as an alternative testing method. A field service engineer (fse) went to the customer site on 15nov2020, and replaced the b side optics. The customer has had no issues since the optics were replaced. Since the customer is no longer having issues they have declined to provide further information at this time due to time-constraints. There is no patient associated with this qc isolate; therefore, there is no adverse event related to any patient's state of health. A biom¿rieux internal investigation will be initiated.